Event description:
A peritoneal dialysis nurse reported a patient identified a leak after treatment the following morning. The leak was localized inside the cassette door and flowing from the bottom. The patient's effluent remained clear. There was no prophylactic antibiotics used. The cassette was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.